Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event and a fluid leak during pd therapy. The iipv was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette alarm and fluid leak. The alarm occurred three times that night. The fluid leak was found during drain 2 or 3. The patient discontinued treatment during drain 2 of 3. A review of the patient¿s treatment records identified that the patient drained 3200 ml during drain 2 of the treatment. This drain volume is 212% of the patient's prescribed fill volume of 1505 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient experienced difficulty breathing due to overfill until treatment the next day with the new cycler. The patient was not prescribed any medications. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event and a fluid leak during pd therapy. The iipv was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette alarm and fluid leak. The alarm occurred three times that night. The fluid leak was found during drain 2 or 3. The patient discontinued treatment during drain 2 of 3. A review of the patient¿s treatment records identified that the patient drained 3200 ml during drain 2 of the treatment. This drain volume is 212% of the patient's prescribed fill volume of 1505 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient experienced difficulty breathing due to overfill until treatment the next day with the new cycler. The patient was not prescribed any medications. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event and a fluid leak during pd therapy. The iipv was discovered while reviewing the patient¿s treatment records following a report of a patient air detected in cassette alarm and fluid leak. The alarm occurred three times that night. The fluid leak was found during drain 2 or 3. The patient discontinued treatment during drain 2 of 3. A review of the patient¿s treatment records identified that the patient drained 3200 ml during drain 2 of the treatment. This drain volume is 212% of the patient's prescribed fill volume of 1505 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that the patient experienced difficulty breathing due to overfill until treatment the next day with the new cycler. The patient was not prescribed any medications. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.